Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that a stent thrombosis occurred. In (B)(6) 2013, the patient had a stable angina and was scheduled for percutaneous coronary intervention (pci). The 8mm x 2.0mm, 90% stenosed target lesion was a de novo, type b2, concentric lesion, had a significant bend of <45 degrees and was located in the first obtuse marginal (om) branch. The lesion was treated with pre-dilatation followed by placement of a 2.25x12mm promus element¿ plus stent. Following post dilatation, residual restenosis was 0% with timi flow 3. Two days post procedure, the patient was discharged from the hospital. In (B)(6) 2013, during follow-up, patient presented with chest pain which remained over 20 minutes rest and stent thrombosis was confirmed. Angiography was performed and revealed 2.0mm x 1.68mm, 99% stenosed lesion with timi flow 1. The thrombosis was noted at 5mm of the previously implanted stent. Pci was performed at the first obtuse marginal branch and ischemia was noted. The event was considered to be resolved. Patient was discharged with aspirin and clopidogrel. After 8 days, another follow up was done. In (B)(6) 2014, a year follow up was performed.